Event description:
The user facility reported the endorings device detached from the end of the endoscope in the patient's rectum during a procedure. The device was retrieved using a forceps. There was no report of injury to the patient or user. Us endoscopy is the importer of this device and is filing this 3500a as such. The manufacturer, endoaid has been notified.